Event description:
Customer reported "the back threads of the syringe tip broke free and pushed into ear canal and ruptured ear drum during procedure". On (B)(6) 2011 the laboratory technician reported the patient was seen on (B)(6) 2011 in the facility and needed to have this ears syringed. The tip of the syringe pushed into the left ear canal and ruptured the patient's left ear drum. He did not require any surgical intervention and was seen and treated by an (ent) ear nose and throat physician. The laboratory technician stated the doctor's note noted the patient had a slight loss of hearing in his left ear.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.